Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported the hub of the nephrostomy drainage catheter was leaking and in some instances separated from the drainage catheter. The patients returned to the hospital to have the drainage catheter removed and replaced with another one. (Please reference MFR. Report #:1820334-2017-02393 & 1820334-2017-02394).